Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, d4, h4, h6 and h11. G6 - follow-up #1; however, due to system limitations this report is being submitted as follow-up #2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-oct-2022 to 20-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that information failed to cross over, and the station switched to critical override mode due to the facility network connection and stability. A technical support specialist restarted bd external messaging service in the es server, which is responsible for managing and administrating the messaging between the cce and server. Upon restarting the service, it was observed that the messages crossed from the cce to the es server. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation system was not crossing over and switched over to a critical override. The customer reported that patient care was affected, and the medication was severely delayed. The nurses were still required to input patient information or locate medications, and they are attempting to send these medications. Additionally, the distribution of narcotics and emergency medications have experienced delays, as narcotics are being dispensed outside the pyxis system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. H11 update - upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure in information that was not crossing over and issues with critical override stations. A technical support specialist restarted the services and attributed the root cause to the facility's network connection and stability. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system was not crossing over and switched over to a critical override. The customer reported that patient care was affected, and the medication was severely delayed. The nurses were still required to input patient information or locate medications, and they are attempting to send these medications. Additionally, the distribution of narcotics and emergency medications have experienced delays, as narcotics are being dispensed outside the pyxis system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.